Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was hospitalized on (B)(6) 2017 for high blood glucose of 488 mg/dl. The customer also reported their blood glucose was above 500 mg/dl at one point. The customer's current blood glucose was 240 mg/dl.the insulin pump failed the high pressure test during the troubleshoot.there was an absence of no delivery alarm during the high pressure test. The customer was advised to return the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the unexpected restart delivery accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit was programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the daily history screen. No unexpected suspend noted during bolus deliveries. No bolus anomaly or history anomaly noted. Unit communicated properly with the glucose sensor simulator and the guardian 2 link. No unexpected suspend before low alarm noted. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alarm, unexpected power loss alarm or unexpected pump error alarm noted during testing or in the formatted history file. Unit had minor scratched display window and a scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.